Event description:
It was reported that the patient had significant pain and nausea post-implant. These issues were treated with medication. Right pleural effusion was seen via x-ray. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.